Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2013.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a revision procedure.